Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen was not working properly. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the issue. The fse performed a full calibration, and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a